Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified distal left anterior descending artery. The 2.25x28mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. During removal resistance was met with anatomy and the stent tip was partially flared. After pre-dilatation with an unspecified another unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.